Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a total excision of mesorectum procedure, the jaw broke when releasing a tumor. There was no impact to the patient reported.